Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: based on the available information, the patient¿s liberty select cycler is disassociated from the event(s). There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a fresenius device(s) and/or product(s) occurred warranting further investigation.

Event description:
On 16/jul/2021, fresenius became aware of a peritoneal dialysis (pd) patient with on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was taken to the emergency room (ER). The patient was reportedly undergoing ccpd therapy and sustained a fall. No additional information provided at intake. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient fell on (B)(6) 2021 while undergoing ccpd and was taken to the hospital. The pdrn stated the patient remains hospitalized and is continuing to undergo ccpd without issue. Additional information (e.g., patient demographics, causality, treatment record, hospital records) were requested, however they were unavailable during the call.